Manufacturer narrative:
Concomitant medical products: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8596, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving fentanyl, 11000 mcg/ml concentration at 1099 mcg/day dose via intrathecal drug delivery pump for non-malignant pain and spinal pain. It was reported that lack of efficacy occurred as a result of a change that occurred after an unrelated surgery. The environmental/e xternal/patient factors that may have led or contributed to the issue was surgery. Dye study was performed and they were unable to aspirate. For interventions/actions, new system was implanted. The catheter was partially explanted tied off and then an entire new system was implanted. The catheter was thought to be damaged during unrelated surgeries. At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
Continuation: product ID 8596 lot# serial# (B)(4) implanted: 2007 (B)(6) explanted: 2018 (B)(6) product type catheter pro duct ID 8711 lot# serial# (B)(4) implanted: 2007 (B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The replacement occurred because the healthcare professional (hcp) believed that with all the different surgeries, the catheter had become sheared. The pump was also replaced because it was close to the elective replacement indicator. There was no issue with the pump. The proximal end of the catheter was left in the body and ligated. Another catheter was used with the new pump. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The replacement occurred because the healthcare professional (hcp) believed that with all the different surgeries, the catheter had become sheared. The pump was also replaced because it was close to the elective replacement indicator. There was no issue with the pump. The proximal end of the catheter was left in the body and ligated. Another catheter was used with the new pump. No further issues were reported or anticipated. The patient was receiving 11,000 mcg/ml fentanyl at 1099 mcg/day, 1750 mcg/ml clonidine at 174.84 mcg/day, and 40 mg/ml bupivacaine at 3.996 mg/day.